Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange nail was attributed to an additional fracture. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The risk associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
Fin nail we became aware on (B)(6) 2017, that a sign fin nail implanted to repair a fracture was replaced due to an additional break in the bone, which was noticed in the post op x-ray. The fin nail was replaced with a 10mm x 320mm standard hip nail. Surgeon comment: "the first operation is on the (B)(6) 2017 by fin nail (10-320 screw 45-55) and plate for left closed plateau tibia fracture but in the x-ray control, it showed the intertrauchanteric fracture. So we reoperate the femur fracture in 13 days later by sign-hip."